Manufacturer narrative:
Voluntary medwatch MDR report #: mw5167560.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead was not capturing. The patient passed away; the cause of death is not known.